Event description:
Minimed 508 insulin pump, insulin set subcutaneous cannula "kinked" near or below skin level at approx 8pm. Insulin pump did not alarm. Pt ended up in the local emergency room for a day. Similar event this week with the insulin tube kinking at the top of the pump. Pump did not deliver lunch time bolus or basal and did not alarm to let user know non-delivery, resulting in mid day blood sugar greater than 400.